Event description:
It was reported that the tubing snapped and leaked at the luer lock end of the tubing while infusing chemo to a patient. There was no harm.

Manufacturer narrative:
Cont¿d from d.11: non bd spirous adapter; non bd extension; 10 ml bd syringe lot 8165110 exp 2021-06-13 0.9% sodium chloride; non bd microclave, therapy date (B)(6) 2019 the customer¿s report that the tubing snapped and leaked at the luer lock end of the tubing was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and male luer lock end. Examination under magnification observed insufficient solvent. Functional testing was deemed unnecessary due to separation. Dimensional analysis performed measured to the tubing to be within specification. The cause of the reported leak was due to the noted set separation. The root cause of the separation was due to insufficient solvent being applied at the engagement of the tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing snapped and leaked at the luer lock end of the tubing while infusing chemo to a patient. There was no harm.